Event description:
A 10fr foley catheter with temperature sensor was placed. When the crna [certified registered nurse anesthetist] hooked up the cable to the sensor, the temperature would not read. Manufacturer response for temp foley, foley catheter with temperature sensor (per site reporter). Awaiting response.